Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had pump error. Customer¿s blood glucose was over 500 mg/dl. The customer reported that while trying to give himself a bolus, the insulin pump shut off. The customer treated with the manual injection. Troubleshooting was declined for high blood glucose. The reservoir will not be returned for analysis.